Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned to guidant for analysis. Initial laboratory analysis indicates that this device does not meet longevity expectations per programmed parameters. No allegations were made against the device's function or operation while implanted or following explant and return.